Event description:
A report was received that the patient would undergo a pocket revision due to discomfort. The physician repositioned the ipg and the patient is reportedly doing fine.

Manufacturer narrative:
This is the final report.